Event description:
It was reported that during a competitor's case using competitor products, the slitter was used despite the ubd (use before date) having been exceeded by about 3.5 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).